Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the electrosurgical device was used. It was detected that the product packaging is cracking easily. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4). A DHR has been performed during investigation stage for the complaint lot ugy1806015 and no issues or deviations with the manufacturing process have been indicated. Additional summary: two blisters were returned for analysis and have been cracked as per the customer claim. The associated paper work with the product reads as if the damage as occurred/spotted at a distributor rather than end user. Both blisters have cracked in the central blister pocket. The one blister has two cracks, the other has one crack. The twizzle device in the one blister has dislodged from its retention channel and the active tip has been become bent. There is impact damage visible on the one corner of one of the pockets. The second blister shows creasing on one of the pockets, which was replicated during the investigation by bending the blister. A further pocket of the blister shows impact damage on one of the corners. Both blisters have had additional adhesive labels added to the tyvek post manufacture, suggesting the product would have been removed from the shelf carton and maybe repacked. Manipulation of sample blisters replicated the creasing in the pocket, the connector housing becoming dislodged and the tip hitting the underside of the blister. The testing did not replicate the cracking, it was found that the blisters only deformed. Conclusion: undetermined/ unable to determine. Note: due to both blisters were analyzed together and it is difficult to separate their evaluations, this medwatch corresponds to first blister and related medwatch 2210968-2019-84255 corresponds to second blister.